Event description:
Patient has reportedly experienced tinnitus and sound percept problems since initial stimulation in 09/2000. In 10/01, a company representative evaluated the patient's device. Testing performed confirmed that the device was functioning. The center continued to monitor the patient's progress. The center reported exchanging external equipment and various programming changes did not alleviate the patient's reported problems. On two occasions, there was some initial improvement in sound quality after programming changes. In 10/02, the patient was seen at the implant center for device evaluation. The center implant team decided to schedule surgery to remove the implant. The patient will be reimplanted with another clarion device.